Event description:
On 22/jan/2026, (B)(6) became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to fluid overload. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2026 due to dyspnea. Radiological studies determined the patient was fluid overloaded, and the patient was formally admitted. A temporary hemodialysis (hd) catheter (not a (B)(6) product) was placed, and the patient underwent several back-up hd treatments for increased ultrafiltration (uf). The pdrn reported that the patient decided not to perform ccpd therapy for several days (indeterminant amount), is non-compliant with her dietary/fluid restrictions, and is unable to select the correct dialysate based on weight despite frequent reeducation. The pdrn attributed causality to the patient¿s chronic non-compliance which led to the hospitalization and fluid overload. The patient¿s condition improved after undergoing several hd treatments, and she was discharged home on (B)(6) 2026. Per the pdrn, the serious adverse events were not caused by any (B)(6) product(s) and/or device(s) deficiency or malfunction. The patient has recovered from the serious adverse events and continues to undergo ccpd at home utilizing the same liberty select cycler without any reported issues. The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).